Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a missing pixels on the pump touch screen. Reportedly, the customer was still able to utilize and view the pump features. There was no impact to the customer's blood glucose level.